Manufacturer narrative:
On 04-mar-2016 an field service enginner (fse) was dispatched to the customer site to address the reported event. The fse replaced the bfc board and substrate dispenser. The fse reset all temperatures to correct values and verified the temps and operation of the instrument. The aia-900 analyzer was functioning as intended with all errors cleared. No further action required by the fse. The most probable cause of the reported event was due to bfc board and sub heater. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported a 3129 fuse blown with the aia-900 analyzer. The customer reports ht 160 fuse blown. The customer is unable to run lhii, e2, bhcg and prog patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting lhii, bhcg, e2 and prog patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.